Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the devices, and an evaluation of the returned device. No initial visual abnormalities were noted for the returned adapter. The adapter memory recorded 10 autoclave cycles for this device. The adapter memory also recorded partial firing of a reload. Visual inspection of the returned reload confirmed it was partially fired. The returned reload was loaded on a pmv test stapler for functional testing. The reload was successfully fired. All remaining staples were deployed and formed properly. Test media was transected cleanly and completely. Functional testing of the returned adapter noted that it was not able to articulate a reload to the left. Disassembly of the adapter and inspection of internal components noted a broken weld on the articulation link. Further examination of the broken section noted the mating parts had not been properly welded. The broken weld prevented the adapter from articulating as observed during the functional test. This would account for the reported strange sound reported by the customer as the weld likely broke while the reload was being fired. This condition would result in a decrease in the firing force. The electronics in the idrive system would detect this decrease in firing force and stop the firing as a safety measure. Further functional testing of the adapter and reload noted no further abnormalities. Visual and functional testing of the returned products confirmed the adapter did not meet quality release specifications that were tested regarding the reported condition due to the broken weld and the reported conditions were confirmed. This condition has been addressed in current production through an improvement to the idrive adapter assembly process. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) concurrently with engineering, led an evaluation of one adapter, one reload, and one piece of test media opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The test media was received stapled and transected. No visual abnormalities were noted for the adapter. The eeprom(electrically erasable programmable read only memory) was uploaded and indicated 10 autoclave cycles for the adapter. Visual inspection of the cartridge revealed that the reload was fully fired. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and handle were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into a pmv handle which powered up and completed calibration successfully. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. After the device was loaded the reload was attempted to be articulated to each side. The reload was able to fully articulate right, when looking at the cartridge side, but could not be articulated to the left at all. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, rotated, and opened/closed properly and without difficulty. The adapter was then disassembled and the weld on the articulation link was found to be broken. This would account for the reported strange sound as stated in the incident description. The adapter was reassembled for force testing. The adapter was then investigated. The adapter was paired with a pmv representative handle, and fired on the engineering a1 fixture and the output force was measured to be 157.5 lbf. The above mentioned output force was determined to be adequate to complete an over-indicated firing. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken weld and the reported condition to the strange noise was confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, this failure mode has not been identified as a trend and a process improvement has been initiated. The broken weld on the articulation link will prevent the device from articulation as the articulation flag on the reload will be unable to engage with the articulation link. The broken weld was found to be offset to one side and was not penetrating equally on both mating surfaces. This was caused by a part misload at the supplier causing an error in line-up.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter, during a lobectomy, the status indicator lights for handle, adapter and reload were all illuminated. While grasping the bronchial tube with the jaws, the surgeon pressed the blue button to fire. After advancing about 15cm, an abnormal sound was heard and the instrument stopped firing. The silver button was pressed to release the jaws. The staple line was resected and restapled. There was no blood loss over 500cc's. There was tissue damage. Nothing fell into the patient cavity. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).